Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved manufacturing temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius optiflux dialyzer experienced a filling issue where only half of the dialyzer filled with blood. This was noticed 20 minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm but is not expected to. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. Treatment was terminated and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, it was noted that a portion of the fibers had been exposed to blood as they were darker in color and the remaining fibers were white, which indicates blood did not enter those fibers during treatment. Upon deconstruction, the fibers were found to be plugged on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius optiflux dialyzer experienced a filling issue where only half of the dialyzer filled with blood. This was noticed 20 minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm but is not expected to. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. Treatment was terminated and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius optiflux dialyzer experienced a filling issue where only half of the dialyzer filled with blood. This was noticed 20 minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm but is not expected to. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. Treatment was terminated and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is available to be returned to the manufacturer for evaluation.